Event description:
Reporting status: serious injury - life threatening / medical intervention. Reporting rationale: patien injury / cardiac device issue: device would not inflate. It was reported that an attempt was made to inflate the balloon, without success. During this time the lad became totally thrombotic, without flow and the patient had a cardiac arrest, which was treated with a defibrillator, and the vessel was opened with reopro medication. Initially, there were difficulties removing the stent delivery system (sds), but it was removed and another stent was successfully placed. No additional event or patient information is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that there was blood visible in the balloon, in the guide wire lumen and in the inflation lumen. There was contrast visible in the balloon and in the inflation lumen. The stent was stationary on the balloon between the markers. There was no damage noted to the stent. The balloon was tightly folded. The tip was kinked 2 mm proximal to the edge of the tip. There were two kinks in the shaft, 1.5 cm and 4.5 cm distal to the guide wire exit notch. The guide wire exit notch had a tear, which started at the distal end of the notch up to the hypotube/ mid-catheter shaft heat-fused junction; it was a length of 1.5 cm. There were two bends in the hypotube, 4.5 cm and 10.0 cm distal to the strain relief tubing. There was no other damage noted to the catheter. A laser micrometer was used to measure the stent outer diameters and these met manufacturing criteria. The tip seal length met manufacturing criteria. A new indeflator was used in an attempt to inflate the balloon when fluid leaked from the hypotube/mid-catheter shaft junction area. Product performance engineering reviewed the incident information and analysis of the retruned device. Quality assurance analysis confirmed the reported inability to inflate the balloon. The tearing of the guide wire exit notch appears to have resulted from an interaction with the guide wire. This type of mechanical damage can occur if an attempt is made to pull the stent delivery system in an opposite direction as the guide wire. The used guide wire was not returned, which may have aided in the investigation. Additional damage noted to the stent delivery system (sds) was a kink in the tip, a kink in the shaft and two bends in the hypotube. This damage was not mentioned in the incident, but likely occurred as a result of the procedure and the reported resistance when attempting to remove the sds through the guiding catheter. In this case, the reported difficulties and subsequent device damage appear to be related to the operational context of the device use, but a definitive root cause could not be determined. Additionally, it should be noted that thrombosis, as listed in the instructions for use, is known adverse event associated with coronary stenting. The lot history record was reviewed and there were no non-conformitites associated with this product lot. This MDR is considered closed by the product performance group.